Event description:
Recipient's hearing perfomance is affected. Recipient is reported to have been playing football at the time. There is no plan for re-implantation.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. There are no plans for re-implantation at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance is affected. User is reported to have been playing football at the time. Further testing is scheduled.